Event description:
Customer reported being unable to test due to his adc blood glucose meter display being frozen. The customer reported unspecified treatment from third-party due to this issue. No further information was provided by the customer as the customer refused to troubleshooting any further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc blood glucose meter display being frozen. The customer reported unspecified treatment from third-party due to this issue. No further information was provided by the customer as the customer refused to troubleshooting any further. There was no report of death or permanent impairment associated with this event.